Event description:
It was reported that at a routine follow-up visit the right ventricular (rv) lead had a high sic (short interval counts) counts since the device check in (B)(6) 2014. It was noted that this is a known issue from previous visit and has been examined with physician's team and diagnostic x-rays. There was no defect detected or suspected at this point. Therefore, the physician plans to routine monitor the patient at three month intervals. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 638bl26 heart band, implanted: (B)(6) 2008. (B)(4).